Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2014. Photos of the incident cable have been rec'd and are under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the cable is worn in the connector area. Photos of the incident device were provided and the actual device is not being returned. From the photos of the cable, covidien investigations have indicated that the cord would failed hipot testing.